Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving insulin flow block alarm and pump error 130 alarm (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-397a. Troubleshooting was not performed for insulin flow block alarm as customer was reporting past event and it was resolved. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, however unable to complete rewind process. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-397a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. No unexpected pump error 130s or motor errors were noted either. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 130s occurred on 11/25/25 from 01:33:49 to 14:11:03. The adapt tool also confirms pump error 37s, pump error 38s, and pump error 43s as well. The case was cut open. There is corrosion in/around the following: home motor switch. In summary, the customer¿s report of insulin flow blocked alarms was not confirmed but that of pump error 130s was confirmed. The pump errors 130s, 37s, 43s, and 38s are all due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.